Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-15572. It was reported that the patient presented in-clinic for left ventricular (lv) lead replacement. The dislodgement of the original lv lead was confirmed and was explanted. Upon implanting the new lv lead and closing the pocket, it was noted the next morning that the new lv lead had migrated back and the patient experienced diaphragmatic stimulation. It was also noted that the new lead had high capture thresholds and that the impedance value had dropped but was still in range. The physician decided not to continue with lv lead repositioning. The device was reprogrammed to right ventricular pacing only and the patient will be monitored. The patient was stable before and after the procedure.